Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
After trialing the 3x7mm tibial insert trial broke upon removal from the knee.

Manufacturer narrative:
Examination of the submitted device confirmed the reported breakage. The root cause is being attributed to user technique. Based on the determination of user error/technique as the root cause, the need for corrective action is not indicated. Monitor complaints through trend analysis. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.